Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that, the patient went to emergency room due to formation of abscess at the site of insertion. The abscess was 13x7cm thick. Patient was treated via antibiotics. No further information available.